Event description:
It was reported that patient received inappropriate therapy due to noise. Electro-magnetic interference was suspected. Further investigation for the source of noise was decided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.